Manufacturer narrative:
The manufacturer previously selected box b as adverse event only, but after pms decision it was determined that the serious injury which was determined caused by the device.

Event description:
The manufacturer became aware of a rep dreamstation auto bipap device with allegation of headache, bad sinus infection, cough, lightheaded and staggers. In addition, the patient was given antibiotics upon doctor recommendation, and has done a ultrasound of his brain for sinus infection. Moreover, the patient has not came across any black particles in the device. The device has not been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
H3 other text : device has not been returned to the manufacturer.